Event description:
During the procedure, it was reported patient had a blood pressure dropped. Pericardial effusion was observed by the echo and the drainage was performed. The thoracotomy was conducted and the physician found the fissure at rv. The patient's condition was stable. Additional information provided stated the webster catheter was inserted into the right ventricle and was placed. Then, the navistar catheter was inserted into the patient¿s body. The physician noticed the blood pressure dropped just after inserting the navistar catheter into the patient¿s body. The event occurred before mapping and ablation. Mapping was not performed by the webster catheter. Ablation was also not performed by the navistar catheter.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed concomitant products used during the procedure: carto xp system, model #: fg-4700-00, serial #: unk. Webster 10 pole catheter, model #: d-1255-07-s, lot #: 15953525m. External reference patch, model #: d-1210-03, lot #: 15817694l. (B)(4).